Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain in lower right pelvic area.") In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring. Concurrent conditions included multiple sclerosis, neck pain, neck strain, lumbar strain, rib contusion, pharyngitis, nasal congestion, amyotrophic lateral sclerosis, progressive muscular atrophy, asthma, bronchitis and uterine bleeding. Concomitant products included fingolimod hydrochloride (gilenya), montelukast (singulair), salbutamol (albuterol) and seretide (advair). In april 2013, the patient had essure inserted. In 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In august 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In november 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In december 2016, the patient experienced fatigue ("fatigue"). On 6-dec-2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on 6-dec-2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, abdominal distension and alopecia had resolved, the anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in june 2013: other looked good. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, dysmenorrhoea and dyspareunia. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: utis, vaginal infection, psychological or psychiatric problems condition: anxiety, migraines, headaches, blood or heart disorder/condition type: anemic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, gastrointestinal or digestive system condition type: bloating and hair loss. Event onset dates added. Other hcp added. Event severity added for the event: pelvic pain. Event outcome added for pelvic pain, abnormal bleeding (vaginal), menorrhagia, fatigue, hair loss, infection (bladder/ urinary tract/vaginal) type: utis, vaginal infection and gastrointestinal or digestive system condition type: bloating. Historical drug added. Concomitant conditions added. Concomitant medications added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain in lower right pelvic area.') In a 37-year-old female patient who had essure (batch no. A73763- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included multiple sclerosis, neck pain, neck strain, lumbar strain, rib contusion, pharyngitis, nasal congestion, amyotrophic lateral sclerosis, progressive muscular atrophy, asthma, bronchitis, uterine bleeding, right lower quadrant pain and menstruation irregular. Concomitant products included cefixime (flexeril) since 2017, fingolimod hydrochloride (gilenya) since 2017, fluticasone propionate;salmeterol xinafoate (advair) since 2017, ipratropium bromide (atrovent) since 2017, montelukast sodium (singulair) since 2017 and salbutamol (albuterol) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgery to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, abdominal distension and alopecia had resolved, the anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coil : left 4, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: expected occlusion of the fallopian tubes. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: results: other looked good. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, dysmenorrhoea and dyspareunia. Most recent follow-up information incorporated above includes: on 7-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain in lower right pelvic area.') In a 37-year-old female patient who had essure (batch no. A73763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included multiple sclerosis, neck pain, neck strain, lumbar strain, rib contusion, pharyngitis, nasal congestion, amyotrophic lateral sclerosis, progressive muscular atrophy, asthma, bronchitis, uterine bleeding, right lower quadrant pain and menstruation irregular. Concomitant products included cefixime (flexeril) since 2017, fingolimod hydrochloride (gilenya) since 2017, fluticasone propionate;salmeterol xinafoate (advair) since 2017, ipratropium bromide (atrovent) since 2017, montelukast sodium (singulair) since 2017 and salbutamol (albuterol) since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:vaginal infection"), anaemia ("blood or heart disorder/condition type: anemic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2016, the patient experienced migraine ("migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (surgery to remove the essure/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, abdominal distension and alopecia had resolved, the anxiety, migraine, headache, anaemia, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, alopecia, anaemia, anxiety, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: trailing coil : left 4, right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: expected occlusion of the fallopian tubes. Ultrasound scan vagina - in (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: results: other looked good. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: menorrhagia, dysmenorrhoea and dyspareunia. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information added. Insertion date updated. Concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.